Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient has not been affected by the safety mode programming. Device replacement was recommended. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration, as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient has not been affected by the safety mode programming. Device replacement was recommended. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device. Should the device be returned, a supplemental will be made with device analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient has not been affected by the safety mode programming. Device replacement was recommended. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.